Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted under transesophageal echocardiogram (tee) imaging. Approximately one (1) year post index procedure, the patient experienced a stroke that required a magnetic resonance imaging (MRI) scan to be performed at a non-implanting hospital. The patient is expected to fully recover. No further information was provided.